Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's wife that they had been hospitalized fo high blood glucose levels on september 12 of 2014. Customer's blood glucose level was 598 mg/dl at time of hospitalization and was given an intravenous insulin drip while in the hospital. During troubleshooting customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Customer stated insulin did exit but leak was found near the end of the infusion set tubing. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.